Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with moderate tortuosity, heavy calcification and 99%, a non-abbott guide wire crossed the lesion and pre-dilatation was performed using an unspecified dilatation catheter. A 3.0x12 voyager nc balloon catheter was advanced to further dilate the vessel; however, the balloon ruptured on the first inflation at 16 atmospheres. The voyager nc was withdrawn from the patient anatomy and a non-abbott balloon catheter was used to complete dilatation. A non-abbott stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.